Event description:
It was reported that an ilet user experienced a low glucose episode after receiving corrective insulin for prior hyperglycemia, then announced a meal and subsequently paused insulin delivery for approximately 85 minutes during an infusion set change, after which glucose rose into the 300s. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included self-management with guidance to allow the corrective algorithm time to resolve hyperglycemia and to consider a manual injection with temporary disconnection if needed; there was no hospitalization. Investigation included review of device-reported data and user coaching on use of the system during infusion set changes. Investigation of this case revealed user-initiated suspension of insulin delivery during a supply change, which likely contributed to post-change hyperglycemia, with resolution guidance provided. It was concluded that the event was consistent with user management factors during an infusion set change rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.